Event description:
It was reported that both anchors deployed simultaneously. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - two 72202468 fast-fix 360 curved needle delivery system devices returned. Both devices are used. The complaints each listed ¿simultaneous deployment¿. (B)(4) device had no t¿s or suture returned. Device #1 has a slightly twisted needle. Due to the twist, the actuator initially rode under t2. Once removed, the actuator functioned but retracts with drag due to the twist. Device #2 has a bowed, bent and twisted delivery needle. This device cycled and actuated despite the damage. IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Both device conditions indicate difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be established. No further investigation is warranted. (B)(4).